Event description:
The customer reported that the rad-97 intermittently does not read sensors. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have recessed pins inside the tb-20 connector port, which causes the device to emit a "replace sensor" error message. No product performance issues were identified related to the intermittent readings as readings were unobtainable due to the recessed pins. Health effect impact code: no adverse event; no patient impact.